Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an endoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was able to close onto tissue; however, the clip did not liberate from the device. It was reported that the device was removed and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an endoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was able to close onto tissue; however, the clip did not liberate from the device. It was reported that the device was removed and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on july 7, 2022. The procedure performed was colonoscopy.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. If any further relevant information is identified, a supplemental medwatch will be filed.